Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Company representative reported, on behalf of physician, a right side implant exchange due to folding and malposition. Additionally healthcare professional reported right-side capsular contracture baker grade IV. Device has been explanted and replaced.